Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no physical damage. The event history log confirmed a record of high-pressure alarm that occurred continuously during pump operation. Functional testing was able to replicate the reported issue. The root cause was determined to be a possible defective downstream sensor. The downstream sensor was re-calibrated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a downstream alarm. There was patient involvement. It is unknown if there were any adverse effects.